Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of baclofen at 1004.3 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that a volume occurred. The hcp reported that the output was double what reservoir should be. They clarified that they expected to withdraw 5 ml but pulled out 10 ml. According to the hcp, this was off by more than what they usually see. The patient was also experiencing a " a little more spasticity" and the patient felt that their spasticity was worse at their last refill in may. However, the hcp noted that this could be due to inactivity due to covid. No further complications were reported. Additional information was received from the hcp on (B)(6) 2020. It was reported that other discrepancies were (B)(6) 2020 of 3.5 ml¿s, (B)(6) 2020 of 2.1 ml¿s, and (B)(6) 2020 of 3.6 ml¿s. Actions taken to resolve the issue included a referral to the surgeon for a dye study. The patient went to the surgeon and the surgeon ¿thinks it¿s the age of the pump,¿ and did not perform a dye study. They ¿ordered a new one,¿ ¿will replace,¿ and will check the catheter during the replacement. There were no further complications reported/anticipated.